Event description:
Subsequent to the initial report, additional information was received stating that the resistance encountered during the attempt to retract the device was not due to the balloon, but was because of the very heavily calcified vessel, as the balloon became stuck on the calcium. The extended length of time on the table did not result in any adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. It appears that the reported difficulty was related to the case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents reported for difficult to remove or shaft detachment. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the trek rx device was used to treat a right superficial femoral artery (sfa). It should be noted that the instructions for use (IFU) states that the trek rx catheters are indicated for coronary arteries. It was also reported that the catheter became stuck, was given a hard tug and the balloon separated. The warnings section of the IFU states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It appears that tugging the catheter hard against resistance may have contributed to the balloon separation. It could not be determined if the use of the trek catheter in the sfa could have contributed to the reported balloon resistance.

Event description:
It was reported that the procedure was to treat a totally occluded calcified right superficial femoral artery (sfa). The patient had returned for an intervention on the right sfa, which had been diagnosed the week prior. As the vessel was highly calcified, several modalities were used to cross the lesion, including the use of two separate access sites. Once the totally occluded artery was able to be crossed, a non-abbott atherectomy catheter was used for the calcified areas. Then, the 4.0 x 30 mm trek balloon was advanced to dilate the area. After several inflations, the balloon was attempted to be retracted, however, resistance was encountered. The physician gave one hard tug to retract the device and the balloon separated from the balloon shaft. A snare was advanced to retrieve the portion of the balloon left in the sfa. After several attempts, the separated portion was able to be snared and removed from the anatomy. No adverse patient sequela was reported. It was reported that the length of time on the table was extended due to the issue with the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.